Manufacturer narrative:
(B)(4). Final pump analysis revealed insufficient bond of catheter access port - the catheter access port was detached when rec'd.

Event description:
The pump was replaced to avoid in-vivo battery depletion. It was noted that the pump was old and the pt wanted therapy initiated. No pt symptoms were reported. The pump was used to deliver morphine. The pt recovered w/o sequela.